Event description:
Additional information received indicated that the patient was discharged for long-term care.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Csi ID: (B)(4).

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that a perforation of vessels, chest pain, hypotension, and arrhythmia are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of a 95% stenosed, heavily calcified, mildly tortuous lesion in the circumflex artery (cfx) via right femoral approach. The proximal vessel diameter was 3.0mm and the distal vessel diameter was 2.5mm. The 7fr guiding sheath was in place. The workhorse non-csi guide wire was able to cross cfx. A 1.00mm saphire otw balloon was used to exchange the wire with a viperwire advance coronary guide wire. The oad was tested ex vivo then advanced onto the viperwire to the cfx without issues. Three low-speed treatments each were performed in the proximal and distal cfx. Contrast and angiographic imaging were performed through guide catheter and a perforation was observed in the distal cfx. To resolve the perforation, balloon angioplasty was performed using 2.5x20-size balloon of unknown type but it failed. A non-abbott 2.5 x 48 stent placement followed by a 30 x 15 non-abbott stent placement in the proximal cfx also failed to resolve the perforation. A covered stent was placed in the distal cfx. The patient started experiencing chest pain, decreased blood pressure and decreased heart rate. Several cprs were performed, followed by cardiocentesis and intubation. The patient was emergently rushed to the operating room (or) and admitted to the intensive care unit. In the opinion of the physician the oad possibly caused the perforation. On (B)(6) 2024, the patient remained intubated following commands and the perforation has been resolved with covered stents and pericardial window in the operation room. On (B)(6) 2024, the patient was stable and extubated, but the heart pump has been removed. The patient remains in the hospital.